Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. The legal manufacture reviewed the customer provided the cleaning disinfection and sterilization processes where obvious deviations from instructions for use were identified. During the in-service it was discovered an issue related to improper reprocessing and delayed reprocessing. Specifically, a staff member admitted to hanging scopes on an intravenous pole after manual cleaning but before high-level disinfection. Sometimes 2 to 6 scopes would be on the pole simultaneously. Additionally, they would leave the scopes overnight and then transfer them to the medivators the next day. The endoscopy service specialist corrected this process by explaining the proper steps and emphasizing the importance of timely reprocessing. Also informed the manager, who acknowledged the issue and will address it with the infection control responsible for the team. An olympus expert has already conducted training on correct device handling at the facility. The event can be detected and prevented by following the instructions for use: gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The reprocessing steps were evaluated on-site by an olympus endoscopic support specialist, and it was found that they were performed incorrectly. Different suggestions were made on how to proceed correctly. The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the colonovideoscope underwent insufficient or incorrect reprocessing. The issue occurred during reprocessing. There were no reports of patient involvement.